Event description:
It was reported that the pump ¿wasn¿t working¿ for the patient. The pump contained saline at the time of the report. The patient was going to have surgery next wednesday to have a stimulator placed. No information regarding the cause of the event, the patient¿s medical status prior to the event, or the patient outcome was reported. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).